Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. Through communication with the perfusionist, the service representative learned that the issue was no experienced by the perfusionist and was actually reported by a 3rd party service provider. The service representative was unable to reproduce the reported issue while on site. As the issue was not reproduced, a root cause could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the heater-cooler system 3t did not work during priming. There was no patient involvement.